Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During the implantation of the biv ICD cardioverter, a dislodgement of the rv electrode was detected. An rv lead repositioning was performed and the lead remains implanted. Should additional information be received, this file will be updated.